Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error image on screen and a broken force sensor was detected during seating. Customer's blood glucose value was 258 mg/dl. Troubleshooting was assisted. Customer reports they were unable to clear the alarm(s). Customer states they are not able to rewind the insulin pump. Customer states they noticed insulin was leaking from the reservoir. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device pump was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.